Manufacturer narrative:
H10: the phoenix device was evaluated on site by a qualified baxter technician. Visual inspection found that the electrovalve ev1 had overheated and burned out. The cause of the failure was a salty water spillage which originated from the rigid hydraulic connector of the pressure inlet transducer had leaked into the valve. The valve and rigid connector were replaced. The reported condition was verified. A service history review revealed no indication of similar events occurred on this machine. The functionality of the phoenix was restored and the device was returned to clinical service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the isolation valve (ev1) of a phoenix machine overheated and started smoking. The event occurred during the troubleshooting of the device by an in-house technician. It was reported the technician placed the machine on rinse and left the room. This resulted in the room filling up with smoke and setting off the smoke alarm. The machine was immediately turned off. There was no patient involvement. No additional information is available.